Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and cycled the door open/close function multiple times without failure. The system performed as intended. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cervical spinal fusion procedure, the site was able to successfully take a 3d spin with the imaging system and transfer the image; however, when attempting to open the gantry, it would not open. The site attempted to bypass the pendant but the gantry would still not open. While the representative was walking the site through the manual process, the system began working again. There was a 10 minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.